Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate relief and was unable to increase amplitude. Field representative met with patient and was able to provide effective therapy, but the patient¿s contacts had several high impedances. At a later time, the patient experienced a loss in stimulation and stimulation was off for approximately 3 weeks. Field representative reprogrammed patient around high impedances and was able to provide therapy at that time. As a result, the patient may be awaiting surgical intervention.

Event description:
It was reported that the patients scs system was explanted and replaced. Therapy was confirmed post op.